Event description:
Boston scientific ICD teligen e110 sn (B)(4) interrogated for bs battery advisory, voltage is too low for projected remaining capacity. Code 1003 noted with the devide fault tipped (B)(6)2014. ICD generator change schedule for (B)(6)2014. ICD will be sent back to boston scientific.